Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.2cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator upgrade procedure. During the procedure, the left ventricular lead was pulled out of the vein when the guide sheath was slit. The lead was removed and replaced. The patient was in stable condition.